Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that right primary knee surgery was performed on (B)(6) 2018. Subsequently it was reported that infection developed on (B)(6) 2018 and that infection was resolved on (B)(6) 2018.

Manufacturer narrative:
(B)(4). This supplemental report is issued to relay additional information. Concomitant medical products: all poly patella size 35 mm dia. Standard 9.0 mm thickness, part# 00597206535; lot# 63572929. Femoral component option size f right, part# 00595601602; lot# 63580547. Articular surface regular constraint, pat# 90597004010; lot# 63706743.

Event description:
It was reported that right primary knee surgery was performed on (B)(6) 2018. Subsequently it was reported that infection developed on (B)(6) 2018 and that infection was resolved on (B)(6) 2018.

Event description:
It was reported that right primary knee surgery was performed on (B)(6) 2018. Subsequently it was reported that the patient suffered from an infection developed on (B)(6) 2018 and that infection was resolved on (B)(6) 2018.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product analysis couldn¿t be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. No complaint has been recorded for refobacin bone cement over the batch number as it was not communicated.5 complaints have been recorded regarding refobacin bone cements , all references. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). The following section has been updated : b5, d1,d2, d4, d5, g4, h2, h3, h4, h10. The review of the device manufacturing quality record indicate that 1640 products désignation optipac-s 60 refobacin bone cement r, reference (B)(4), batch a713d07285 were manufactured on (may 24, 2017). The device manufacturing quality record (of 6069322) indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed. 2 complaints have been recorded for optipac-s 60 refobacin bone cement r, batch a713d07285 within one year. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that right primary knee surgery was performed on (B)(6) 2018. Subsequently it was reported that infection developed on (B)(6) 2018 and that infection was resolved on (B)(6) 2018. The infection was treated by antibiotics and the patient had recovered.